Manufacturer narrative:
The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the ortholock ex-pin 3x110 broke upon removal from the tibia during a procedure. The broken fragment was left in the patient's bone. The case was completed successfully. Fluoroscopy images were taken which caused a 5-10 minute procedure delay. There were no adverse consequences.

Event description:
It was reported that the ortholock ex-pin 3x110 broke upon removal from the tibia during a procedure. The broken fragment was left in the patient's bone. The case was completed successfully. Fluoroscopy images were taken which caused a 5-10 minute procedure delay. There were no adverse consequences.